Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had an inaccurate delivery issue and the patient had a blood glucose (bg) of 539 mg/dl with nausea, vomiting, confusion, chest pain, rapid breathing, and dizziness. Patient received no unusual treatment. Trouble shooting with cs did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. Time/date were correct and basal history was as expected. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to confirm or duplicate the complaint of inaccurate delivery during investigation. Basal history and tdd history is correct to the basal segment programmed by the user; pump was in use from (B)(6) 2015. No alarms in the alarm history or black box history indicating any interruptions in insulin delivery. Investigation note: pump delivery accuracy testing performed on the pump; passed all required tests with no delivery defects found.